Manufacturer narrative:
A single definitive likely cause of the result issue could not be determined as no troubleshooting was performed; the samples were retested and the expected results were generated. Return testing was not completed as returns were not available. The instrument service history review for (B)(6)revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) was identified.

Event description:
The customer reported falsely elevated creatinine results generated on the architect c4000 analyzer for 9 patients. The customer realized an issue with the creatinine test after a service visit. The customer repeated the samples and released corrected reports. The following data was provided (reference range: 0.55-1.22 mg/dl for females; 0.73-1.18 mg/dl for males): april 29, 2024: sid (B)(6): initial result = 24.58 mg/dl; corrected result = 0.79 mg/dl sid (B)(6): initial result = 7.74 mg/dl; corrected result = 1.21 mg/dl sid (B)(6): initial result = 10.19 mg/dl; corrected result 0.91 mg/dl sid (B)(6): initial result = 5.71 mg/dl; corrected result 1.01 mg/dl sid (B)(6): initial result = 2.19 mg/dl; corrected result = 0.76 mg/dl may 2, 2024: sid (B)(6): initial result = 2.87 mg/dl; corrected result = 0.99 mg/dl sid (B)(6): initial result = 3.36 mg/dl; corrected result = 0.86 mg/dl sid (B)(6): initial result = 5.48 mg/dl; corrected result = 0.90 mg/dl sid (B)(6): initial result = 6.31 mg/dl; corrected result = 0.88 mg/dl there was no impact to patient management reported.

Event description:
The customer reported falsely elevated creatinine results generated on the architect c4000 analyzer for 9 patients. The customer realized an issue with the creatinine test after a service visit. The customer repeated the samples and released corrected reports. The following data was provided (reference range: 0.55-1.22 mg/dl for females; 0.73-1.18 mg/dl for males): april 29, 2024: sid (B)(6): initial result = 24.58 mg/dl; corrected result = 0.79 mg/dl sid (B)(6): initial result = 7.74 mg/dl; corrected result = 1.21 mg/dl sid (B)(6): initial result = 10.19 mg/dl; corrected result 0.91 mg/dl sid (B)(6): initial result = 5.71 mg/dl; corrected result 1.01 mg/dl sid (B)(6): initial result = 2.19 mg/dl; corrected result = 0.76 mg/dl may 2, 2024: sid (B)(6): initial result = 2.87 mg/dl; corrected result = 0.99 mg/dl sid (B)(6): initial result = 3.36 mg/dl; corrected result = 0.86 mg/dl sid (B)(6): initial result = 5.48 mg/dl; corrected result = 0.90 mg/dl sid (B)(6): initial result = 6.31 mg/dl; corrected result = 0.88 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (a total of 9 patients). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.